Manufacturer narrative:
Follow-up #1: inadvertently omitted the date, (B)(6) 2014, in date received by manufacturer. Additionally, the date in device available for evaluation was entered in error. The correct date is: (B)(6) 2014.

Event description:
Customer reported that on (B)(6) 2014, while at work she received a reading of 118 mg/dl on her adc blood glucose meter, (unspecified time), which was lower than a subsequent reading obtained at a hospital. Customer further reported experiencing a "headache, diarrhea, a bad stomach" and was "vomiting". Customer was taken to a local healthcare facility, where a reading of 202 mg/dl was received at "around" 2:00 pm. Customer was diagnosed with hyperglycemia and given an unspecified "oral medication" that she reportedly takes on a routine basis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The product has been returned and an investigation has determined the complaint is not confirmed. All results were within range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The original MDR (no: 2954323-2014-00804) omitted the meter's serial number. The serial number of the meter in use at the time of the medical event is: (B)(4).